Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and high out of range pacing impedances greater than 2000 ohms. A revision procedure was performed and this ra lead was surgically abandoned and replaced. During the revision, a break in the lead was observed via x-ray. The break was believed to be due to subclavian crush. No additional adverse patient effects were reported.